Event description:
It was reported that the stent dislodgement occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified diagonal of left anterior descending artery. A guidezilla ii catheter guide extension and a synergy drug-eluting stent were selected for use. During procedure, the stent would not advance further into the lesion so the doctor took the guidezilla 6f. The guidezilla was inserted into the proximal part of the stent and they tried to advance it further into the lesion, however resistance was felt. The guidezilla and stent were removed together and it was noted that the stent was not attached to the delivery system. It was noticed that the stent was partially unraveled and distorted. A snaring device was used to remove the stent out. The procedure was completed with another synergy stent. No patient complications were reported. Previously it was mistakenly reported that this report is a duplicate of MDR report record number: (B)(4). It should have been reported that this report is a duplicate of emdr report number 2134265-2020-14407.

Event description:
It was reported that the stent dislodgement occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified diagonal of left anterior descending artery. A guidezilla ii catheter guide extension and a synergy drug-eluting stent were selected for use. During procedure, the stent would not advance further into the lesion so the doctor took the guidezilla 6f. The guidezilla was inserted into the proximal part of the stent and they tried to advance it further into the lesion, however resistance was felt. The guidezilla and stent were removed together and it was noted that the stent was not attached to the delivery system. It was noticed that the stent was partially unraveled and distorted. A snaring device was used to remove the stent out. The procedure was completed with another synergy stent. No patient complications were reported.

Event description:
It was reported that the stent dislodgement occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified diagonal of left anterior descending artery. A guidezilla ii catheter guide extension and a synergy drug-eluting stent were selected for use. During procedure, the stent would not advance further into the lesion so the doctor took the guidezilla 6f. The guidezilla was inserted into the proximal part of the stent and they tried to advance it further into the lesion, however resistance was felt. The guidezilla and stent were removed together and it was noted that the stent was not attached to the delivery system. It was noticed that the stent was partially unraveled and distorted. A snaring device was used to remove the stent out. The procedure was completed with another synergy stent. No patient complications were reported. Please note that this report is a duplicate of MDR report record number: (B)(4).